Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 33 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 2 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 6 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results): 5 devices: appropriate term/code not available/ no findings available. 1 device: power cord/ no findings available. 35 devices: power cord/ current leakage problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 41 malfunction events(s), where it was reported the devices experienced accessible ac current. There was 1 event with patient involvement; the patient experienced an electric shock, but no serious adverse consequence or clinically relevant delay in treatment was reported.